Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report the pump had intermittent power. The reporter replaced the replaced the battery to no avail. There was no damage seen to the battery cap or battery compartment and the battery cap was secure. The patient noted the battery cap had not been replaced for one year. The manufacturer recommends the battery cap be replaced every six months. The issue was not resolved, therefore this complaint is being reported. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 24 hours with returned battery cap and no power loss or rebooting was duplicated. There was no damage found to the battery compartment or returned battery cap. The battery cap fully tightened to the pump with no visible yellow o-ring showing. The complaint was verified in the history but could not be duplicated during investigation. Unrelated to the complaint, evaluation revealed a discolored/faded display screen and worn keypad symbols, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.